Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient slept throught their low event. The patient's husband attempted to wake up the patient at 2:00am and the patient was unresponsive. The patient's husband took a finger stick on the patient and the patient's blood glucose was 26mg/dl. The patient's husband administered the patient with a glucagon shot. After 30 minutes, the patient was responsive, aware of their surroundings, and was able to speak. Emergency services were not called and the patient did not go to the hospital. At the time of contact, the patient was alert and responsive. There was no allegation of malfunction to the device. It was indicated that the patient did not set up their alerts on their receiver. No additional event or patient information is available.